Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 67 (mg/dl) that was addressed with consuming juice. Reportedly, the contact believed that the customer's basal insulin rate settings may not have been entered correctly in to the pump. Contact called the customer's health care provider and obtained the correct basal rate settings.